Event description:
It was reported that when attempting to remove foley catheter, the balloon did not deflate properly and became caught, making it impossible to remove. Per additional information received on (B)(6) 2024, it was reported that the after the unremovable event occurred, the catheter was removed over time as usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo shows a top view of a three-way catheter, blood present. The second photo shows the deflated balloon and tip. The next two photos show the catheter's cap and a note in native language. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to remove foley catheter, the balloon did not deflate properly and became caught, making it impossible to remove. Per additional information received on 12oct2024, it was reported that the after the unremovable event occurred, the catheter was removed over time as usual. Per investigator notification received on 27jan2025, during sample evaluation additional complaint was created for asymmetrical balloon.